Manufacturer narrative:
Available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Despite efforts, additional information has not been obtained. It was confirmed the patient attended a follow-up for troubleshooting on (B)(6) 2018; however, the results of the troubleshooting were not made available. The manufacturer of the leads remains unknown and the resolution was not reported.

Manufacturer narrative:
The device remains in service. The field representative was not able to obtain details about the implanted leads, so it is unknown of they are boston scientific products. The patient was expected to present for another follow-up within the next few weeks. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t-wave oversensing in pacemaker mediated tachycardia (pmt) and atrial tachy response (atr) episodes. There were large fluctuations in the r-wave amplitude measurements, from greater that 25mv to as low as 1mv. It was also reported that the right atrial (ra) lead exhibited noise and oversensing, with a decrease in pacing impedance measurements. Technical services reviewed the available device data. It was noted the t-wave oversensing occurred when the device was pacing at the maximum tracking rate; with faster rates, the automatic gain control (agc) becomes more aggressive, resulting in the oversensing. The frequency of the t-wave oversensing was not significant, so the device could remain programmed as it is, or the sensitivity could be adjusted, depending on the amplitude of the t-wave. Additional testing would be recommended to ensure proper sensing of ventricular fibrillation (vf) if the sensitivity is changed. For the ra lead, an x-ray was suggested to evaluate the lead integrity, and troubleshooting to recreate the noise with arm movements and pocket manipulation. The noise was being oversensed, resulting in inappropriate atr episodes. No inappropriate therapy had been delivered, and no adverse patient effects were reported.